Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient that they experienced tachycardia and that they could feel shocks in the heart. The patient also reported that there were skipped beats noted at the last device check the patient was administered medication for the tachycardia. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.